Event description:
It was reported that (1) pro46 was used during an lap appendectomy procedure. It was reported by the rep that the surgeon was attempting to remove the pro46 from abdomen. The bag was not closed completely and appendix slipped out of bag and into the abdominal cavity. The surgeon had to open pt to retrieve appendix.